Event description:
It was reported that the patient fell getting out of the bed and their device quit working. The patient's symptoms returned. An impedance test showed readings greater than 4000 ohms on every electrode. The patient had their device replaced and was doing better with improved symptom relief.

Manufacturer narrative:
Lead: model 3889-28, lot# v188411, implanted: 2009 (B)(6), explanted: na. Programmer: model 3037, serial# (B)(4). (B)(4).